Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection was performed and the following was observed: the battery lock pin was bent, 2 screws were missing from the platform's bottom cover and the clutch plate was dirty and required cleaning. From the condition of the returned unit, the damages appear to have been caused by wear and tear. The reported complaint of the platform not powering on with known good batteries was duplicated during functional testing. Further inspection identified the cause to be that the platform's power switch was not working properly. The power switch was replaced to remedy the complaint. The platform was then run with a large resuscitation test fixture for 15 minutes and no issues were observed. A review of the archive was performed which showed that the following user advisories and warnings occurred on the reported event date: user advisory 2 (compression tracking error), user advisory 45 (not at "home" position after power-on/ restart), warning 1 (low battery warning), and ua 4 (battery charge state too low - replace battery). Based on the archive data, the ua 2 likely occurred as a result of a mannequin being misaligned on the platform or the lifeband being opened. The ua 45 codes likely occurred as a result of the lifeband straps not pulled completely out prior to turning the device on. The warning 1 and subsequent ua 4 code occurred, as expected, due to li-ion battery (s/n (B)(4)) having an insufficient remaining charge at the time the codes occurred. Based on the device inspection, there were no mechanical issues which could have caused or contributed to the observed ua codes and warnings. Based on the investigation, the part(s) identified for replacement were the battery lock pin, missing bottom cover screws, and power switch. In summary, the reported complaint was confirmed during functional testing and attributed to the power switch not working properly. Unrelated to the reported complaint, ua 2, ua 45, warning 1, and a ua 4 codes were observed on the reported event date. Based on inspection of the device, there were no mechanical issues which could have caused or contributed to the observed ua codes and warnings. Following service, including replacement of the power switch, the device passed all testing criteria.

Event description:
It was reported that during a shift check, the autopulse® platform would not power up when used with fully charged batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 02/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.